Event description:
The iab was inserted into the patient sheathless. Blood was noted back into the 90t pump. (Event complications: none from the event - reported 9/29/97.) (Pt's current status: unk - rpt'd 9/29/97.)